Manufacturer narrative:
The user experienced severe hypoglycemia resulting in loss of consciousness, traumatic injury, and hospitalization while on ilet therapy. Severe hypoglycemia can result in acute neurologic compromise and injury requiring medical intervention and is consistent with the reported fall, head injury requiring staples, and hospital admission. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts and no factory reset. No motor errors were observed, and the ilet was delivering requested insulin and responding appropriately to cgm glucose values. Device data confirm hypoglycemia on the reported event date. The user reported no unusual behavior prior to the event, and while a recent supply change was mentioned, specific contributing factors could not be clearly identified. Based on available information, a device malfunction was not identified and the cause of the event could not be established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels reported as low as 54 mg/dl, resulting in loss of consciousness and hospitalization. The user was admitted on (B)(6) 2026, treated with medical intervention, and discharged (B)(6) 2026. The user sustained a head injury requiring four staples following a fall. No long-term health effects were reported.